Event description:
It was reported that physician suspected possible insulation damage during repositioning of lead (B) (4). It was further reported lead was too short placement via jugular access. Consequently, both leads were removed and replaced with same brand devices without incident. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) the full lead was returned. Blood/body fluid was present in the proximal conductor (not obstructed) and on the helix mechanism. Electrical testing to determine continuity of the conductor(s) passed. Primary final analysis noted evidence of a cut through the outer insulation material at 17 centimeters distally. Damage at implant indicated. Primary analysis findings: no anomalies found, lead functionally normal.